Event description:
On 25-aug-2025, it was reported that a beta bionics ilet user elected to return the device due to difficulty managing hypoglycemia associated with an active lifestyle. No specific glucose values or adverse health effects were provided. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.